Event description:
We received a report that a intraocular lens (iol) removed and replaced with another iol after the patient was dissatisfied with their visual acuity. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for visual inspection. Visual inspection showed a lens were the optic was cut in half, no optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. Manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 14.0 diopter for this lot. Review of the historical complaint data base revealed that no similar complaints from this lot number were received. Conclusion: the batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.